Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto 3 system. During the procedure a map shift was reported. A heart model misalignment was established by the pentaray nav eco catheter. It was also used to examine the source-image distance (sid) and fluoro position which were determined to be normal. They looked for metal interference values and it was within normal values, however, the map shift still appeared. There¿s no information regarding error messages, patient movement or cardioversion that might have caused the issue.

Manufacturer narrative:
Product evaluation details: it was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto 3 system. During the procedure a map shift was reported. A heart model misalignment was established by the pentaray nav eco catheter. The product evaluation has been completed. A biosense webster inc. Field service engineer (fse) visited the account to observe the carto 2 system. The univu feature is tested and noted the deviation value is still acceptable. Fse explained how metal interference affects module. Fse inspected an operation of atrial fibrillation and offered suggestions to client. There is no map shift. The issue was not reproduced. The system is ready for use. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 12/10/2018, additional information was received indicating the facility name is (B)(6). As such, initial reporter facilty name is being changed from (B)(6). Manufacturer's ref # (B)(4).